Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that there had been interaction prior to alarm. Review of pump data confirmed that the customer did not interact with the pump within 12 hours of the alarm; however, the customer continued to allege that the alarm was not declared appropriately. Customer¿s blood glucose level was 120 mg/dl.